Event description:
It was reported that acute stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. The 28 x 3.00 promus elite drug-eluting stent was implanted in the proximal portion of the lad. Six hours later, the patient complained of severe chest pain with st elevation. Angiography was performed, which showed acute stent thrombosis. Thrombosuction was done and timi-ii flow was established. However, the distal edge of the stent showed a micro dissection. A 24 x 2.50 x 24 promus elite drug-eluting stent was implanted, overlapping the previous stent. After twelve hours, the patient again complained of chest pain. Angiography was done, which showed no flow beyond the proximal lad (acute stent thrombosis). Repeated thrombosuction was performed and flow was established, followed by implantation of a 2.25 x 28 non-boston scientific stent overlapping distally with the previously placed stent. During post dilatation, another dissection was noted and a 2.75 x 32 promus elite drug-eluting stent was deployed, overlapping the second and third stents. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.